Event description:
The device (cev525m) was returned for inspection and sharpening to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of cev525m indicated that the sheath was damaged and the forceps were slightly hard to use. The damage to the sheath was most like a result of impact and the instrument was not correctly lubricated. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).